Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported fault. Upon receipt, the device issued no audio speech prompts as per the reported fault. During the invesitgation, an issue was discovered with the speaker assembly. However, while attempting to take measurements, the fault cleared, and the device was later observed to be issuing the audio prompts as per specification. The device then underwent extensive testing of all critical functions, performing to specification throughout. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.